Manufacturer narrative:
Section a: specific patient information and device serial number are documented as unknown. Section d1: corrected. Section d4: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section h6, health effect - clinical code: corrected. Article information: cao, I., italiano, e. G., bertelli, f., motta, r., castaldi, b., pergola, v., . . . Padalino, m. A. (2024). Intracorporeal lvad implantation in pediatric patients: a single-center 10 years' experience. Artificial organs, 48(4), 408-417.doi:http://dx.doi.org/10.1111/aor.14716. Pediatric and congenital cardiac surgery unit, department of cardiac, thoracic, vascular sciences and public health, university of padua, padua, italy, italy manufacturer's investigation conclusion: a direct correlation between the left ventricular assist device (lvad) devices and the reported events could not be conclusively determined through this evaluation. The research abstract titled ¿intracorporeal left ventricular assist device (lvad) implantation in pediatric patients: a single-center 10¿years' experience¿, reported the following information: the purpose of this study was to understand the feasibility of using intracorporeal devices to reduce morbidity and mortality in pediatric patients by analyzing a single-centers 10-year experience with children undergoing intracorporeal continuous-flow lvad implantation between 2012 and 2022. This study included seven heartware and four heartmate (hm) 3 that were implanted in 11 patients between 2012 and 2022. All candidates underwent thorough preoperative advanced imaging. Three dimensional reconstructions and implant fit simulation were performed when the patient¿s body surface area (bsa) was less than 1.2 m2, weight was less than 30 kg, or internal transverse thoracic diameter was less than 20 cm. There was no operative death. One patient died of severe neurological complications after about 3 months of hospitalization. No late deaths or unplanned rehospitalizations occurred in the remaining 10 patients, 6 of whom were discharged home. There were no major complications at the follow-up. All survivors underwent successful heart transplantation. The study concluded that intracorporeal lvad implantation proved to be a potentially feasible and safe option in young teenagers and children whose bsa was greater than 1.0 m2. In borderline cases, the 3d reconstruction with implant fit simulation can effectively help to identify those patients who can safely undergo intrathoracic lvad implantation. No product was evaluated under this complaint. The lvad serial numbers, as well as other specific case/patient information, are not available. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists potential adverse events, including other neurological events (not stroke-related), and death, that may be associated with the use of the hm 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of death and event date were estimated as they were not mentioned in the articleno additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported through the research article, ¿intracorporeal lvad implantation in pediatric patients: a single-center 10 years' experience,¿ that intracorporeal lvad implantation proved to be a potentially feasible and safe option in young teenagers and children whose body surface area (bsa) was > 1.0 m2. This single-center study included all patients that underwent intracorporeal, continuous-flow lvad implantation between 2012 and 2022. A total of 11 patients were evaluated, 7 patients were implanted with heartware and 4 were implanted with the heartmate 3. The median age was 13.9 years and median bsa was 1.42 m2. The most frequent indication for an lvad implant was dilated cardiomyopathy (72.7%). There were no operative deaths. One patient died of severe neurological complications after about 3 months of hospitalization. There were no late deaths or unplanned re-hospitalizations occurred in the remaining 10 patients, 6 of whom were discharged. There were no major complications at the follow-up. All survivors underwent successful heart transplant.